Manufacturer narrative:
No button error alarm noted. However, the esc button did not respond due to flattened button dome switch. Battery out limit alarm was not verified due to unresponsive button. The device had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error and battery out limit . Customer's blood glucose reading was 112 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.